Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient husband that the set was leaking. Agent believes it was some type of user error from patient not putting in the cartridge correctly. Blood glucose was high and did not test for the ketone. No further information was available.